Manufacturer narrative:
The serious injury was not diabetes related and there was no reported malfunction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that patient was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 115 mg/dl. The customer's mother stated that patient was fishing and he had seizure like episode and fell into the water. Customer was pulled by a friend and 911 was call. Customer's mother stated that after 5 minutes emergency medical service arrived and checked blood glucose and no glucagon was administered. Customer was transported to emergency room visit for treatment. Customer's mother reported that he was given IV fluids and placed on seizure precautions.